Event description:
It was reported the pt complained her system's pt programmer is malfunctioning. The pt stated that as soon as the programmer connects to her ipg her stimulation ramps up the maximum level without her pressing any buttons on the programmer. An sjm rep met with the pt and reprogrammed her system. The pt's system is reportedly functioning properly. The pt wa advised to contact sjm if the issue reoccurs.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.